Event description:
The patient had inflammation/infection over the incision site with unknown cause. At about 1 month from primary the surgeon performed washout and revised the knee implant. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 05 august 2025: lot 2339930: 25 items manufactured and released on 16-nov-2023. Expiration date: 2028-10-31. No anomalies found related to the problem. To date, 10 items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.